Event description:
A report was received that the patient was unable to adequately charge the ipg ever since the implant procedure. The patient also experienced burning, aching and cramping pain in the left hip with the use of the lead. After an ultrasound interrogation, it was determined that the lead should be repositioned due to misaligned lead placement. The patient will undergo an ipg and lead revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was unable to adequately charge the ipg ever since the implant procedure. The patient also experienced burning, aching and cramping pain in the left hip with the use of the lead. After an ultrasound interrogation, it was determined that the lead should be repositioned due to misaligned lead placement. The patient will undergo an ipg and lead revision.